Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for medical/surgical interventions (additional uterotonics, blood products, uterine artery embolization and hysterectomy) to preclude permanent body damage/impairment. The assessment is impacted by the confounding factors consisting of the reported completed placenta previa and coagulopathy which may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding "and "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." However, out of an abundance of caution, this case will be reported as a serious injury MDR.

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no. Following jada treatment, the subject in this report received uterine artery embolization (uae) and hysterectomy. The subject of this report is a (B)(6) woman, race reported as black, g5p3 with gestational diabetes, placenta previa and antepartum hemorrhage during this pregnancy as significant medical history. She had no previous history of abnormal postpartum uterine bleeding or postpartum hemorrhage (pph). On (B)(6) 2021, she presented for a spontaneous labor at 34.5 weeks. On admission, her height was noted as 158 cm, weight (B)(6), bmi 23.23, and hemoglobin (hgb) 8.3 g/dl. Her hgb at discharge was noted at 10.8 g/dl. She presented with a known complete previa and was hemorrhaging prior to an emergency cesarean section (c-section). She received spinal anesthesia for delivery of an infant that weighed (B)(6) and oxytocin for eight (8) hours following delivery of the infant. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony, placenta previa and coagulopathy after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received misoprostol, txa (1 dose), methergine (1 dose) and bakri/uterine balloon tamponade (ubt) for one hour. The cumulative blood loss prior to jada insertion was noted as 2215 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 2.73 hours after delivery of the placenta. The total in-dwelling time for jada was 7.10 hours and the total amount of blood collected in the canister during jada treatment was documented as 250 ml. The patient received methergine (1 dose), three units of red blood cells, and two units of cryoprecipitate during jada treatment. A note on the ruby crf stated, "bakri placed in or and removed and replaced with jada in pacu. Jada in x 7 hours in pacu with blood products given and labs then showed developing coagulopathy. Pt to ir and then to hysterectomy. Per md note" rn notes that the uterus is boggy and difficult to identify the fundus. The jada is not putting out any blood. Pt. Examined, fundus is firm and to the right, approximately 4 cm above umbilicus. Jada removed. Uterus swept, the fundus is involuting, the lower uterine segment is still ballooned and filled with clot. Clots removed and weighed. When jada was removed post ir - it was noted to be completed clotted. Dr.(B)(6) manually extracted 191 cc worth of clots from the lower uterine segment. There was an instance of overflow bleeding with the in jada in place that was 759 cc." The total blood loss for this case was 3580 ml. The patient received pre-operative antibiotics for c-section delivery and postpartum antibiotic (ancef 2 g) was administered with the indication of "repeated intrauterine procedures". To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". We requested if the site retained the device or recorded the lot number for this case. No response has been received yet, we will amend this report if additional information is obtained. A jada device was inserted after uterotonics, and bakri treatment interventions failed with severe pph. The pph treatment continued to uterotonics, blood products, uterine artery embolization, hysterectomy, and antibiotic administration.